Event description:
We received a report that the glaucoma shunt was explanted after the patient experienced intraocular inflammation. The report indicated that the tube of the shunt became eroded. The device was explanted in (B)(6) 2013.

Manufacturer narrative:
It was learned that the tube erosion was observed around (B)(6) 2012, one month post operative through (B)(6) 2012. Subsequently the patient did not return to the hospital for evaluation. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Corrected data: ¿date of the event¿ was not provided. Implanted date was not provided. Is this a single-use device that was reprocessed and reused on a patient? ¿no¿. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Telephone number of reporter: (B)(6) (B)(4). All pertinent information available to the manufacturer ahs been submitted. Placeholder.